Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that the sound on the mx40 did not operate normally. There was no patient involvement.